Event description:
After completing his treatment, rn was flushing the catheter and it was noted that the purple hub of the catheter was fractured and fluids were leaking out. PICC was removed and a new one was placed.